Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and underwent skin revision on (B)(6) 2018 under general anesthesia to remove excess skin caused by hypertrophic scarring. Additional information has been requested but has not been made available as of the date of this report.